Event description:
It was reported that the pt showed unspecified clinical symptoms of underdosage. At refill, more drug was aspirated from the pump than was expected. Aspiration through the side port was possible. The pump was replaced. The pt was "fine again". The type of medication being administered via the pump was not reported.